Event description:
Manufacturer received call from user establishment reporting that a patient got out of bed and that the integrated bed exit detection system did not triggered patient exiting. There was no patient fall or injury.